Event description:
It was reported the patient experienced inappropriate hv therapy for a supraventricular tachycardia episode. The device was reprogrammed and the patient was in fine condition following the event.